Event description:
It was reported that the patient had a driveline infection. Blood cultures initially returned negative so additional blood cultures were performed. The second blood culture was pseudomonas positive. The patient was placed on merrem (meropenem) IV and doxycycline orally. The patient returned to operating room on 29sep2022 for wound debridement and went into ventricular fibrillation which required roughly 20 shocks. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between the device and the reported driveline infection and cardiac arrhythmia could not be conclusively established through this investigation. The patient had an automated implantable defibrillator (aicd) for ventricular arrhythmias placed prior to the lvad. The arrhythmias were not thought to be device or therapy related. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia and various forms of infection as adverse events, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The relevant sections of the device history records for mlp-028603 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.